Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Customer¿s blood glucose level ranged between 100-180 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged unresponsive and unreadable touch screen issues were verified. Additionally, the alleged touch screen cracked/shattered/scratched issue could not be verified; however, a different issue was identified.